Event description:
An aneurx stent graft sys was implanted in a pt for treatment of an abdominal aortic aneurysm approx 50 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported the pt had a type 2 endoleak and was scheduled for removal of the stent graft. The next day the stent graft was successfully explanted. A dacron graft was sewn in. No add'l clinical sequelae were reported and the pt is fine. The explanted stent graft was retained by the user facility.

Manufacturer narrative:
Conclusion: (type 2 endoleak), other (no device returned for eval).